Event description:
A malfunction was reported by the customer regarding the pump. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur. The customer was informed to contact support again if the malfunction reappeared and confirmed understanding of the instructions.